Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving hydromorphone (7.5mg/ml at 1.8513mg/day) via an implanted pump. The indication for use was non-malignant pain and other chronic intractable pain (trunk/limbs). On (B)(6) 2015 the hcp reported that the pump reservoir was empty. The patient did not hear the alarm until (B)(6) 2015. The patient said the volume of the alarm was too low. The hcp reported that the low reservoir alarm occurred on (B)(6) 2015. It was reported that the patient had forgotten to have their pump refilled when they were supposed to. On the day of the report the patient was at the clinic to have the pump refilled, the hcp required assistance reprogramming the pump. It was noted that the pump had been refilled and properly reprogrammed. No patient symptoms were reported.